Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that a ar-9597-20 angled reamer sleeve, and a ar-9676 angled reamer drive shaft heat welded together. This occurred during a case at the end of the reaming process. There was no patient effect reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-9597-20, serial/batch number 37621942, was received for investigation. Visual evaluation revealed heavy scratches and lines in the sleeve collar. Scratches were observed along the shaft. Both devices arrive separately for investigation. The most likely cause for the reported failure can be attributed to wear and tear.